Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). Deployment of the closure device was attempted 4 to 5 times however positioning was suboptimal due to a large shoulder on the posterior and inferior edges. During the final deployment attempt, a hypermobile echo density was noted on the face of the closure device at the threaded connection to the wds. The closure device was recaptured concurrent with aspiration and the thrombus and device were removed from the patient. The procedure was discontinued and no patient complications were reported.

Manufacturer narrative:
B5 event description updated. B6 relevant tests/laboratory data updated. B7 other relevant history updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). Deployment of the closure device was attempted 4 to 5 times however positioning was suboptimal due to a large shoulder on the posterior and inferior edges. During the final deployment attempt, a hypermobile echo density was noted on the face of the closure device at the threaded connection to the wds. The closure device was recaptured concurrent with aspiration and the thrombus and device were removed from the patient. The procedure was discontinued and no patient complications were reported. It was further reported the thrombus was visualized using transesophageal echocardiography. The patient has been discharged.

Manufacturer narrative:
Device analysis: the returned device consisted of a 31mm watchman flx delivery system (wds) inside a watchman access system (was) with the closure device in the sheath. The hub, shaft, tip, and core wire of the wds were visually, tactilely, and microscopically inspected. Tip damage was identified as the tri cuts were flared and abrasions were discovered inside the sheath tip. The distal marker band was kinked and there were numerous kinks throughout the sheath. A thrombus was attached to the core wire on the threaded insert. After initial analysis the device was flushed and an additional thrombus was flushed out the sheath tip. Numerous thrombi were observed on the core wire. Product analysis confirmed the reported event of thrombosis as there were multiple thrombi attached to the device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). Deployment of the closure device was attempted 4 to 5 times however positioning was suboptimal due to a large shoulder on the posterior and inferior edges. During the final deployment attempt, a hypermobile echo density was noted on the face of the closure device at the threaded connection to the wds. The closure device was recaptured concurrent with aspiration and the thrombus and device were removed from the patient. The procedure was discontinued and no patient complications were reported. It was further reported the thrombus was visualized using transesophageal echocardiography. The patient has been discharged.